Event description:
Pt initial assessment with normal vital signs and lungs clear to auscultation. Pt's diastolic augmentation ratios were about 0.3-0.4 at 0.03 mpa. At 40 mins. Into treatment pt developed respiratory distress. Treatment stopped, assessed with wheezing and pulmonary rales throughout. Dr. Assessed pt and ordered 40mg IV lasix admin with 4l 02. Admitted to hosp (ICU) with pulmonary edema. Pt ruled in for a non-q wave mi two days later.